Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in an unknown procedure performed on (B)(6) 2023. During the procedure, the clip did not release from the catheter upon initial deployment. The clip was pulled off from the tissue. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.